Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: 3191-constipation,loss of appetite. Additional b5 narrative: it was reported that the patient experienced constipation, chills, scarring, disfigurement and loss of appetite following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery with extensive adhesiolysis on (B)(6) 2017. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, nausea, bloating, bulging, inflammation, stress and anxiety. No additional information is provided.